Event description:
It was reported that this patient had oversensing of noisy signals that resulted in delayed charge time. Due to this delayed charge time the patient exhibited lightheadedness and had a syncopal episode. The patient eventually received their shock hat successful converted them. No additional adverse events were reported.